Manufacturer narrative:
The complaint is confirmed. The tip broke off from the shaft. The fracture area shows signs of plastic deformation due to a progressive mechanical load, such that can be caused by prying/leveraging the device against bone or hard tissue.

Event description:
It was reported that during a lateral labrum repair. The tip of the lasso broke in the capsule during the pass. It was removed from the patient and another lasso was used to complete the case. Additional information obtained 02/01/2019: the rep stated that the issue with the ar-4068-25tr suture lasso added approximately an hour and a half to the procedure. The rep stated in order to retrieve the broken piece, the surgeon had to open the shoulder by performing a subscapularis slit to retrieve the broken piece, and the patient had to be re-positioned. The rep confirmed that the broken tip was fully retrieved. An arthrex sales representative was present during the procedure.

Manufacturer narrative:
The complaint is confirmed. The tip broke off from the shaft. The fracture area shows signs of plastic deformation due to a progressive mechanical load, such that can be caused by prying/leveraging the device against bone or hard tissue.